Event description:
It was reported that the right ventricular (rv) lead exhibited high/rising thresholds. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event. It was further reported that during the implant procedure, theinitial right atrial lead had high threshold at multiple positions. A new lead was inserted with the same outcome even with changing the pacing cables. The physician elected to keep the second lead implanted. The threshold was noted to be lower through the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Concomitant products 4092 implantable pacing lead (B)(6) 2008; 4076 implantable pacing lead (B)(6) 2008. (B)(4).